Manufacturer narrative:
04-jun-2025 concomitant product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Not caused any symptoms [no adverse event] brush head is also coming off the handle when im using it - oral-b [device breakage] . Case narrative: 33-year-old female consumer via phone reported that the oral-b toothbrush head came off of the oral-b toothbrush handle, type 3772 while she was using it, but it did not cause any symptoms. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Not caused any symptoms [no adverse event]. Brush head is also coming off the handle when im using it - oral-b [device breakage]. Case narrative: 33-year-old female consumer via phone reported that the oral-b toothbrush head came off of the oral-b toothbrush handle, type 3772 while she was using it, but it did not cause any symptoms. No injury was reported.